Event description:
A hosp surgical assistant reported that the tip of an ultra sound probe broke off in a pt during removal of a brain tumor. The piece, approximately 7mm in size, was retrieved from the operative site by the surgeon. The procedure was completed with a competitor's probe and there were no adverse reactions related to the occurrence. Background: the metal probe, used with the usu, was designed for ultrasonic surgery i.e., emulsifying, cutting, dissecting and aspirating tissue. According to the hosp assistant, the usu performed as intended during the procedure. The hospital assistant stated that the unit has settings for power, suction and irrigation; settings can vary. The assistant did not know the precise settings used during the procedure. The assistant mentioned that the usu will be removed from service until it is inspected by an olympus product manager. The assistant stated, too, that the broken probe was used two times prior to this occurrence.